Event description:
It was reported that the customer had problems while priming and was not able to fill the reservoir. It was stated that the sensor of the driving shaft was not detecting the reservoir. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with detached end cap. Further testing could not be performed due to the detached end cap. The device had missing end cap sticker.